Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that an alarm was heard, but no physician programmer was available to confirm. The patient reported missing the refill. The personal therapy manager (ptm) showed the code 8254 (low reservoir) occurred on (B)(6) 2016 and code 8286 (empty reservoir) started on (B)(6) 2016. Withdrawal was reported as a symptom. It was considered a sudden change in therapy. On (B)(6) 2016, additional information was received from the patient. The ptm had a code of 8503 (physician bolus in progress). The pump was refilled on (B)(6) 2016 and at 2 am following the refill, the patient was getting the code and having a return of symptoms. The pump and ptm were working as designed. The hcp told the patient it would take 64 hours for the bolus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.